Event description:
Related manufacturer reference number:2017865-2022-47405, related manufacturer reference number:2017865-2022-47408. It was reported that the patient presented with an infection. It was noted that the both leads had vegetation present. The entire system was extracted. The patient was in stable condition.